Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Blood glucose (bg) levels ranged between 300's mg/dl to an elevated bg level; no exact bg value was provided. Elevated bg level was addressed by performing a supply change. The customer resumed insulin deliveries to resolve the occlusion.